Manufacturer narrative:
Device history record for this lot did not show any no flow issue. Retained samples were also subjected to flow test and the device flows normally. Additional attempts to get the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
Smartez pump (se0175-250. Lot# s8h02) containing televancin 1300 mg in 0.9% sodium chloride 250 ml would not infuse. Dose replaced.